Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm that the batteries were not holding a charge. So, in order to solve the issue, the fse replaced the batteries and retested. Then, the fse performed all functional tests and validated calibration. The unit was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement.